Event description:
The home patient reported a reload set 160 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The cassette was discarded and replaced with a new cassette. Therapy restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.